Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 42622. There was no patient involvement.

Manufacturer narrative:
D9: product received date 10/1/2024. H3: one device was returned for repair with complaint of error code 42622. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of device history confirmed error 42622. Functional testing did not replicate complaint. Probable cause was a glitch in software or motor function. No parts were replaced to correct the issue. The software was updated, and the unit was running normally.